Event description:
The customer reported that obtv did not alarm for a fetal deceleration.

Manufacturer narrative:
(B)(4): the customer reported that obtv did not alarm for a fetal deceleration. The device was evaluated by a philips response center engineer (rce). Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.